Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right ventricular (rv) pacing impedance measurement. The rv lead is a non-boston scientific product. An in-clinic device interrogation was performed and found no abnormal measurements. At this time, the plan is to continue to monitor the patient. The pacemaker system remains in service. No adverse patient effects were reported.